Event description:
It was reported that a patient had been hearing a critical alarm for one week prior to the report. It later reported that a motor stall had been confirmed with no recovery and resulted with a pump replacement. The logs showed 3 unexplained motor stalls. The first motor stall occurred on (B)(6) 2014 at 9:18am and recovered at 1:24pm. The second motor stall occurred on (B)(6) 2014 at 11:10am and recovered on (B)(6) 2014 at 11:07pm. The final motor stall occurred on (B)(6) 2014 at 11:07am and did not recover. A ¿stopped pump period may exceed tube set¿ message also occurred after the final motor stall. The patient had increased spasticity over their entire body. It was noted that the patient was alive with no injury. The pump was infusing gablofen (baclofen). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted when more information becomes available.

Event description:
Additional information received reported a loss of therapy. The device was explanted on 2014 (B)(6).

Event description:
Additional information received reported the pump was possibly defective.

Manufacturer narrative:
Analysis of the pump found anomalies with the motor. The gear train had issues with corrosion and/or wear and/or lubrication. It was also found that the motor stall was due to shaft bearing.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of the report. A follow-up report will be sent when analysis is complete.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.